Event description:
It was reported that the bed had no auxilliary power due to the a missing fuse. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.